Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A note on the usage sheet states "revised for instability." A restoration modular cone body and 36 +7.5 biolox head were implanted.